Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient was referred back by the general dentist with evidence of bone loss around the implant at tooth location #3. Probing depths of about 9mm were present on the direct buccal and palatal and implant threads could be felt all along the depth. The screw-retained crown did not appear to be torqued appropriately as the screw was removed fairly easily. Occlusion was high as well. No mobility to the crown or implant. A deep, narrow infra-bony defect was found on the buccal with horizontal bone loss on the palatal aspect. The implant was unscrewed and then the site was grafted with puros cancellous and cortical bone and copios extend membrane.